Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Historical performance of lot 98913un23 was evaluated using worldwide data from abbottlink for the troponin-I assay. This review determined that the patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 98913un23 was identified.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.12 ng/ml was generated for a patient sample, sid (B)(6), that retested negative at 0.02 and 0.01 ng/ml. Reference range: </=0.04 ng/ml, critical range: >/=0.1 ng/ml. The customer stated that all critical results are repeated, so the false positive result was not reported out of the lab. No impact to patient management was reported.